Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product code and lot code required in searching the complaint database were not provided. The investigation could not draw any conclusions about the reported event based on the provided info. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be rec'd, the investigation will be re-opened.

Event description:
Pt was revised to address osteolysis and tibial loosening. Cement manufacturer unk.